Event description:
It was reported that the patient experienced high blood glucose of 300 mg/dL for approximately 1¿2 hours due to the infusion set tape not sticking, resulting in the infusion set falling off within the first day of use. The patient got treated with pump insulin on (b)(6) 2026.

Manufacturer narrative:
E1: Name: (b)(6). Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.